Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump was not storing the blood glucose readings that the patient enters into the pump and the pump is only showing when the patient is bolusing with no correction. No further information was provided. There was no reported adverse event associated with this complaint. Customer support made several attempts to contact the patient in follow up to obtain more information, but was unsuccessful. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.